Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported that the patient's scs system was explanted per physician's order.

Event description:
Additional information received indicates that the system was electively explanted.

Manufacturer narrative:
Per additional information received, this event is no longer reportable.